Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin was received with currents within specifications. No blank display. The lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank and was not able to resolve with battery change. Customer's blood glucose was 4.5 mmol/l. Customer was advised that insulin pump would be replaced.